Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the silverhawk with a 7f non-medtronic sheath and a spider fx 6mm, to treat a soft tissue lesion with 80-90% stenosis in the left superficial femoral and popliteal arteries. Artery diameter 5mm, lesion length 150mm, device was inspected and prepped as per IFU with no issues noted. The vessel was not pre-dilated, no resistance was encountered. It was reported the tip of the silverhawk detached; the cutter housing parted from the shaft. The physician opened a second silverhawk and reported that the thumb switch was sticking and could not be pushed all the way forward. The physician completed the procedure with the second device. No patient injury was reported.

Manufacturer narrative:
Additional information: email address film analysis the customer provided a photo of the silverhawk unit with the tip separated. The housing of the distal assembly appears to be separated at the hinge location. The distal detached segment remains as part of one unit with the silverhawk. The drive shaft is exposed, holding the separated housing to the silverhawk unit. Product analysis two silverhawk units were returned. One unit showed a cutter driver attached. No other ancillary devices were included. During visual inspection it was identified that the distal assembly separated from the silverhawk at the torque shaft adapter. Approximately 2.5cm of the distal assembly was exposed between the distal assembly and torque shaft adapter. No damage to the guidewire lumen was identified. The torque shaft adapter showed no damages or anomalies. The distal assembly was inspected and verified both hinge pins were intact. The platinum iridium of the housing was bent outward and one of the hinge pin locations, causing the hinge pin to point in a proximal direction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the tip of the first silverhawk was damaged but did not completely detach from the catheter. This occurred where the shaft meets the cutter. It was reported that the second silverhawk was removed safely from the patient but it was unknown if the cutter returned to the housing prior to removal. No deformation was observed in the cutter after it was removed. If information is provided in the future, a supplemental report will be issued.